Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, primary tha was performed on (B)(6) 2009. Revision surgery was performed by cup loosening on (B)(6) 2018. During revision surgery, the surgeon was not able to remove the neck from the stem so he revised just the cup and head on (B)(6). He performed re-revision surgery to remove the stem and the neck on (B)(6). The surgeon believes that the neck-stem junction was cold welding. Please dissociate them and investigate each surface condition for the neck and stem tapers by sem. We have been required the investigation by taking sem on the tapers. We will return just the neck and the stem. The parts are not consignment parts. (Related to incident(B)(4)) (revision was because of complaint #(B)(4)).